Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the initial implant procedure, bluetooth telemetry was lost on the device. A new device was selected for implant to resolve the event. The patient was in stable condition.